Event description:
It was reported that during the preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. While preparing a 3.0x20mm taxus liberte drug eluting stent, when the stent protector was removed from the stent delivery system, the physician noted that the stent was deformed. It is not known how the stent damage occurred. The procedure was successfully completed with another taxus liberte. No pt complications occurred.

Manufacturer narrative:
(B)(4).